Manufacturer narrative:
The reported event was confirmed. Visual inspection of the device revealed insufficient loctite was applied to the device.

Event description:
It was reported that the selectcore biopsy device fired the blade and disconnected from the device. It was left in the patients abdominal wall, the doctor removed it by hand. No additional medical intervention or adverse consequences were reported.